Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received inappropriate shock. The lead dislodgement was revealed. During the lead extraction the helix could not extend. The patient was stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.